Event description:
It was reported that the lead slightly migrated following a revision procedure (MFR. Report no.3006630150-2023-03711). The patient did not have adequate left sided coverage despite reprogramming. Pustules and discharges were also noted at the midline incision site. The physician confirmed that the symptoms were not procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure. All device components were removed. Additional information was received that infection was confirmed.

Manufacturer narrative:
Sc-2408-56 (sn ((B)(6)). The returned leads were analyzed and visual inspection revealed that the leads were cleanly cut into two pieces approximately 38 cm from the distal end. With all the available information, boston scientific concludes that the reported event was not confirmed. The leads were cleanly cut into two pieces and the clean-cut damage was a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the lead slightly migrated following a revision procedure (MFR. Report no.3006630150-2023-03711). The patient did not have adequate left sided coverage despite reprogramming. Pustules and discharges were also noted at the midline incision site. The physician confirmed that the symptoms were not procedure related and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure. All device components were removed and will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: (B)(6).